Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative cascadia tl interbody mechanical jamming. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Lot nfmm (1): manufacture date 23 february 2021, device returned 06 october 2022.

Manufacturer narrative:
Lot nfmm (1): device returned 06 october 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures one instance of intraoperative cascadia tl interbody coupling issue (jamming). The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.